Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally unscrewed the luer lock and tubing which caused air to get inside the tubing. Reportedly, the customer primed the tubing to address the issue. Blood glucose ranged from 90-127 (mg/dl).